Event description:
Medwatch report explained that attempted to pass catheter, lumbar drain catheter kit 11 l3-l4, could not pass, noted tip of catheter sheared off and retained. Additional information explained that the surgeon felt that it was better for this patient to leave the piece inside than to remove it. No adverse outcome other than the foreign body itself. Nothing was saved.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.